Event description:
(B)(4) report rec'd. Concerning a (B)(6) 2012 leakage incident with use of one (1) 11956 clave connector, IV tubing and central line (MFR make and model unk). The report states "pt receiving sedation and analgesia meds via central line (clave connectors on each port). Pt awake and uncomfortable, area damp to touch, medications noted to be infusing out side of clave connector. Clave removed site flushed, new clavae applied." There were no reported adverse pt outcome. Although requested additional relevant event info including set-up, usage and mating devices has not been received. The involved 11956 clave connector was not returned to the MFR for investigation and confirmation.

Manufacturer narrative:
Conclusion: in the absence of testing the involved devices the exact cause(s) of this event are unk at this time. This report and the associated info have been entered in the MFR's database for monitoring and trending.